Manufacturer narrative:
A lot history review and manufacturing review could not be performed as the lot number was not provided. Unable to perform a sample evaluation as the device was not returned and images were not provided for evaluation. The complaint investigation is inconclusive for the reported deployment and positioning issues. Based upon the available information, the definitive root cause for this event is unknown. It is unknown fi procedural factors contributed to this event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). Additional attempt was made with international representative regarding patient information, date of event, and lot# missing from the file. The international representative advised that (B)(6) has a privacy laws that prohibits the transfer of patient data, therefore, the patient details are unobtainable. The lot# was unobtainable, however the approximate date of event was provided.

Event description:
It was reported that during deployment of a vena cava filter, the filter legs caught on the distal end of the delivery sheath was being withdrawn. After additional manipulation of the filter, the deployment was completed successfully, although the filter position was slightly lower than intended. There was no reported patient injury.